Manufacturer narrative:
This follow up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies were found. The root cause was unable to be determined as the necessary information to adequately investigate the reported condition was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: h6: device code updated to 3190: insufficient information. H6: method code updated to 4114: device not returned. H6: method code updated to 3331: analysis of production records. H6: results code updated to 3221: no findings available . H6: conclusions code updated to 4315: cause not established . H3 other text : the device has not been returned.

Event description:
It was reported that the patient experienced symptoms of nerve pain, chronic pain, swelling, inflammation and also infection. The patient had the spf device implanted for 12 years. The patient also stated that she had urine problems, could not empty her bladder, and had to use antibiotic for pain. The patient stated that no physician would remove the device. The patient stated that she had the device removed earlier this year by a pain management doctor. The patient stated that after explanation of the device, the infections and horrible pain cleared, and the ability to live is coming back. The patient indicated that she continues to use antibiotics and that she is going to pain management. The patient wanted to know whether there was a recall on the spf model that she was treated with. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products- percocet, zetia, amitriptyline, tizanidine, centrum, probiotics. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once he investigation is completed, a supplemental medwatch 35000a will be submitted.

Event description:
It was reported that the patient experienced symptoms of nerve pain, chronic pain, swelling, inflammation and also infection. The patient had the spf device implanted for 12 years. The patient also stated that she had urine problems, could not empty her bladder, and had to use antibiotic for pain. The patient stated that no physician would remove the device. The patient stated that she had the device removed earlier this year by a pain management doctor. The patient stated that after explanation of the device, the infections and horrible pain cleared, and the ability to live is coming back. The patient indicated that she continues to use antibiotics and that she is going to pain management. The patient wanted to know whether there was a recall on the spf model that she was treated with. No additional patient consequences were reported.